Event description:
Customer reported the advantage system gave a blood glucose result of 255 mg/dl at a time when he was symptomatic of hypoglycemia. Visiting nurse treated him with 10 units of novolog. Advantage system blood glucose result 14 mins after 255 mg/dl was 269 mg/dl. Nurse did not treat based on the 269 mg/dl advantage result, called paramedics who treated the customer's symptoms with glucagon. Paramedic's meter result 30 mins later was 84 mg/dl as the customer was transported to hospital. No further treatment reported. A request was made for the return of the system and a replacement was sent.